Event description:
It was reported that during a biopsy procedure, the compression released. Due to this issue, two images were repeated which resulted in the patient receiving additional radiation. A field engineer was dispatched to the site and determined that the compression drive motor and brake needed to be replaced. Once this was completed, the system was working as intended.